Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): guide wire: terumo glidewire.035. Guide cath: cook flexor 6f. (B)(4). Evaluation summary: visual inspection was performed on the returned device. The difficulty removing was not confirmed as it was based on case circumstances. There was no separation; however, the outer member was pulled out from the strain relief. It is likely that bifurcation angle was tight and with a stent implanted in the bifurcation as well, the clearance was reduced causing resistance during removal. Additionally, applying force to remove caused the outer member to pull out. The investigation determined that the reported difficulties were due to case circumstances. The absolute pro .035 biliary self-expanding stent system instructions for use (IFU) states that lesions should be pre-dilated using standard percutaneous transluminal angioplasty technique. Additionally, the IFU states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. In the case, the vessel was not pre-dilated as the physician feared distal emboli. Furthermore, the removal with force was due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 98% stenosed, moderately tortuous, heavily calcified, de novo lesion in the proximal superficial femoral artery by using a crossover technique via a non-abbott 6f sheath from the left common femoral artery (cfa). Pre-dilatation was not performed due to the lesion condition as the physician feared distal emboli. A 6.0x40mm absolute pro self-expanding stent system (sess) was advanced to the lesion without resistance and the stent was successfully deployed. Resistance was noted while removing the sess over the bifurcation, which also had a previously implanted stent, due to a calcified lesion in the right common iliac artery. Force was applied during removal of the sess and the shaft separated from the handle while removing the device from the patient anatomy. The sess shaft was removed completely from the patient. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.